Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing pocket site pain, surrounding tissue sensitive. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the sc-1132, sn: (B)(4), device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.